Event description:
Drain broke when being removed from the pt. A surgical procedure was required for removal of the rest of the broken drain.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.